Event description:
It was reported to boston scientific corporation that an exalt model d scope was about to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. Prior to the procedure, a coating was found inside the sealed package. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a1802 captures the reportable event of foreign matter inside a sealed device pouch. Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block h11: the exalt model d scope returned without its package. It was inspected and no damages or foreign material were found during the analysis. The images provided by the customer showed some stains inside the package, but the package did not return for analysis. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The investigation was unable to confirm the reported foreign matter during the device analysis, the probable cause of the reported event is not established.

Manufacturer narrative:
Block h6 (device codes): problem code a1802 captures the reportable event of foreign matter inside a sealed device pouch.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was about to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. Prior to the procedure, a coating was found inside the sealed package. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a1802 captures the reportable event of foreign matter inside a sealed device pouch. Section e: this event was reported by the sales representative. The health care facility is: (B)(6).

Event description:
It was reported to boston scientific corporation that an exalt model d scope was about to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. Prior to the procedure, a coating was found inside the sealed package. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.